Event description:
A customer reported experiencing a minimum fill notification while attempting to load a new cartridge into their pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's health. Technical support guided the caller through the process of filling and loading a new cartridge, and the issue was resolved after the second attempt, allowing the customer to resume insulin use successfully.